Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hal software error detected, failed battery test and the main arm cannot communicate with the motor arm. Customer blood glucose reading was 150 mg/dl. Customer was able to clear the alarm and finished rewinding. However, the issue reoccurred. Insulin pump will be returning for analysis.